Manufacturer narrative:
The lead was cut 20 cm distal to the is-1 connector pin. Both lead fragments were available for investigations. During the visual inspection multiple signs of wear along the fragments were noted. In particular 31 cm proximal to the lead tip the lead body was found squeezed and deformed. The insulation and the coating of the conductor cables to the ring electrode and to the shock coil were damaged in this region. The insulation damage can be considered to be the root cause of the reported oversensing with shock delivery. The manufacturing process for the lead was investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis of the lead revealed insulation damage, due to subclavian crush syndrome which can be considered as the root cause of the clinical observation. There was no indication of a device malfunction.

Event description:
Ous MDR - it was reported that approx. 64 months after the implantation the patient received an inappropriate shock due to oversensing. Possible conductor damage was suspected. Lead revision was decided but biotronik has not been informed about results.